Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information is received from the patient. Patient mentioned that the medication side effect was diarrhea, it is now stopped, the doctor still wants more weight loss, other actions to resolved include cardio, pulmonary hematology, nephlalogy, neuro, and that the patient doesn't remember their weight at the time of reported issue.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in stating they received replacement rechargers for both cervical and lumbar implant, and it worked great for the cervical spine but the controller for their lumbar implant is going unresponsive when they try to recharge the implant despite replacement recharger. Patient stated they have to reset the controller and they cannot do anything besides change their therapy settings. Agent prompted patient to grab equipment for lumbar implant, and patient accidentally disconnected call. 2 calls. Agent made outbound call to patient to continue troubleshooting, but patient stated they could not find equipment and they would call back with equipment present. Pt called back and said that they have their controller for their lumbar with them. They said when they try to charge implantable neurostimulator (ins) the controller screen goes blank. Pt confirmed they are using the new rtm that was just sent. A request was sent to repair dept to replace the controller for lumbar. Pt mentioned that its hard to charge their cervical device because of its location, and they lost weight. Pt wishes that the adhesive discs that they used for their old devices of different model could be used on the new device of another model. Advised consulting with hcp/rep (healthcare provider /representative)about this concern.

Event description:
It was reported that they were having problems recharging both of their implants , but the issue with their lumbar devices began last week. Patient said they would get a code that said system problem rm03, and then the controller would go blank/unresponsive. Patient confirmed one of their rechargers got abnormally hot when trying to charge the implant, but they couldn't recall exactly which one. Agent had patient reset the controller by plugging into ac power without li battery, then reinserting after verifying green light was flashing above screen. Patient unlocked controller and reported they saw 'battery empty, can't provide stimulation.' Patient inspected recharger cord and pins but did not see any visible damages. When patient plugged in the recharger and started charging the ins, the controller got stuck at 'checking recharge quality' and would not progress. Patient said this had happened before, then the controller had gone blank and unresponsive. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient mentioned they lost 20lbs, so they usually have to lay on their rechargers to get the 'sweet spot' just right, but sometimes has to move around to maintain that connection. Patient mentioned they have trouble with their hands. Patient additionally offered historical information about multiple prior implantable devices. Agent tried their best to gather relevant information, but the patient was providing scattered information about multiple devices. Patient said they had ins batteries replaced in the past that had been non-rechargeable after about 1.5 years , then started using rechargeable devices. Patient mentioned a replacement of ins took place in 2016 for a battery they got in 2006.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.